Manufacturer narrative:
(B)(4). The pump powered up properly after battery installation. No blank display noted. The pump passed the displacement test, active current measurement and self test. The pump was monitored and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to j7/pcb1 during visual inspection. However, sleep current measurement, due to moisture ingress noted on battery tube. The pump was received with a cracked case (battery tube), cracked battery tube threads. Unable to confirm battery cap damage due to pump received without the original battery cap. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had cracked at top all the way down and battery side of the pump and battery cap copper piece came off. Customer stated that insulin pump was not able to turn on because pump did not recognize the battery. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Updated h9: 2032227-060322-002-c. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.